Event description:
It was reported that during procedure to explant right ventricular lead due to noise, insulation anomaly was noted on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.